Manufacturer narrative:
The log file of the affected device was partly provided for the investigation. Based on the available log entries it could be determined that faulty hdd storage disk of the device cockpit caused a read/write error which resulted in a warmstart. The ventilation unit was not affected by this issue and continued ventilation as set by the user. If the disk drive is not accessible for the microprocessor system, the safety software initializes a warmstart of the cockpit. If the disk drive is not accessible even during the warmstart, the cockpit's boot process cannot be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. The ventilation is not affected by a warmstart of the cockpit. Safety relevant parameters as fio2, minute volume, or airway pressure as well as an indicator for the ongoing ventilation are displayed in the secondary oled-display located on the ventilation unit. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the cockpit c500 spontaneously shut down on the patient displaying a white screen, while the ventilation unit continued to operate. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.